Event description:
It was reported that during a laparoscopic oophorectomy procedure, the white teflon pad separated from the shears during surgery, procedure was completed using another shear without further issues. The procedure was delayed ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device was returned with tissue pad detached but with evidence of the tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and generator and the device did activate during functional testing.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.